Event description:
New information received notes that programming changes were made. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: g3: field for initial MDR report should be 24 jun 2024, not 25 jun 2024

Event description:
New information received notes that another instance of telemetry malfunction was noted. No intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that another instance of telemetry malfunction was noted. No intervention or adverse patient consequences were reported.